Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lung resection, the surgeon was firing the stapler over lung tissue. When he tried to pull the handles back, the stapler would not retract and the load stayed clamped on the tissue. The surgeon had to fire another load around the reload to get the reload out, removing more lung tissue than needed. The case was delayed over 30 minutes. No other adverse events were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one stapler engaged with a reload. The instrument was received engaged with the reload. The instrument firing knobs were retracted to the 30 mark leaving the reload jaws in the clamped position and the knife bar assembly retracted to the 3cm cut line. Visual inspection of the cartridge revealed that the reload was fully fired. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. Functionally, the instrument was loaded with a loading unit. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Visual and functional testing of the returned instrument confirmed the product met quality release specifications that were tested regarding the reported condition. However due to the instrument firing knobs not being fully retracted the reported condition was confirmed. The firing knobs were not fully retracted after firing the device. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.